Event description:
According to the reporter, during lap assist vaginal hysterectomy with bilateral salpingo-oophorectomy, the surgeon said that the ligasure was not sealing as it typically did throughout the case. End tone and energy delivery were noted; no re-grasp alert occurred. The cleaning of the jaws of the ligasure handpiece was performed frequently, as always. Initially, several good seals were completed successfully. However, by the time the procedure reached the uterine and cervix, the previous seals began to come apart and started bleeding-so much that the procedure had to be converted to open. The tissue bundle was not thick, as the uterine tissues had been skeletonized. Patient experienced a blood loss of 900 milliliters and will be given a blood transfusion once on the floor of the hospital. Patient hospitalization was extended of one week. Patient had a small bowel obstruction during this time too. The patient currently healing, though the recovery process has been lengthy. The generator used in the event worked okay with other procedures/ligasures devices.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device was not sealing completely. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy, the surgeon said the ligasure was not sealing as it typically did throughout the case. The end tone and energy delivery were noted; no re-grasp alert occurred. The cleaning of the jaws of the ligasure handpiece was performed frequently, as always. Initially, several good seals were completed successfully. However, by the time the procedure reached the uterus and cervix, the previous seals began to come apart and started bleeding so much that the procedure had to convert to open. It was also reported that a non-medtronic device was used and it worked fine according to the surgeon. The tissue bundle was not thick, as the uterine tissues had been skeletonized. The patient experienced a blood loss of 900 milliliters and will be given a blood transfusion once on the floor of the hospital. The patient's hospitalization was extended by one week. The patient had a small bowel obstruction during this time. The patient is currently healing, though the recovery process has been lengthy. The generator used in the event worked okay with other procedures/ligasure devices.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: vlft10gen - vlft10gen ft series energy platformx1, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during lap assist vaginal hysterectomy with bilateral salpingo-oophorectomy, surgeon said the device was not sealing as it typically did throughout the case. End tone and energy delivery was noted. But once got down to the uterine and cervix it wasn't sealing at all and the previous seals were starting to bleed-so much that the procedure had to convert to open. The patient experienced a blood loss of 900 milliliters and will be given a blood transfusion once on the floor of the hospital. The patient's hospitalization was extended. The generator used in the event worked okay with other procedures devices.